Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) message upon powering on was confirmed during the functional testing and based on the archive data review. The cause of the reported issue was due to the defective drivetrain motor, likely due to a defective component. Visual inspection was performed and found no physical damage to the autopulse platform. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. The sticky clutch plate requires deburring to remedy the issue. The autopulse platform is a reusable device and is almost 4 years old. The probable root cause for the encoder drive shaft problem was due to normal wear and tear. The autopulse platform failed initial functional testing due to user advisory (ua) 02 displayed upon powering on. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The load cell characterization test confirmed both load cell modules are functioning within the specification. Noted the drivetrain brake assembly did not rotate smoothly. The drivetrain motor needs to be replaced to remedy the issue. The archive data review showed an occurrence of user advisory (ua) 02 on the reported complaint date, thus confirming the reported complaint. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) message. No patient involvement.